Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l42932, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
It was reported a patient death occurred. The death occurred while traveling in (B)(6). The cause of death was bacterial meningitis per the health care provider (hcp). When asked if the death was device related, it was reported ¿they didn¿t say¿. ¿they¿ reportedly kept asking if the pump could be checked. That morning, the patient had been fine; they ate a good breakfast and was laughing as well as talking. When the patient came back to the hotel room, they rolled off the bed and the reporter lifted the patient back up as well as put them in a different position. The patient then had reported they felt out of it and threw up. They waited a ¿little bit¿ and got back on the road. The patient threw up two more times on the road and they then went to the ER (emergency room). The ER stated the patient had broken her femur in her leg from rolling of the bed and that the patient had pneumonia in both of their lungs. They then said the patient had an air pocket around her heart and they transferred the patient by helicopter to a different medical center. By the time the reporter arrived by car, they did a spinal tap because meningitis was suspected. It reportedly went so fast and the next thing the patient was having CPR performed and they ¿didn¿t make it¿. The patient had gotten her pump refilled on (B)(6) 2014 and passed away on (B)(6) 2014. The patient hadn¿t been around anyone and the ¿only thing they can figure out is patient possibly got infected during the refill procedure¿ and the reporter wondered if that was possible. There were no other additional patient symptoms. It was again reported the patient had been fine in the morning and then by 7pm was gone. The patient¿s managing hcp didn¿t know the patient had passed away until they were contacted regarding additional event information. Refill procedure notes were provided from the last known refill, on (B)(6) 2014. The reason for the visit that day was for a refill and reprogramming. There was no volume discrepancy found at refill. The dose remained unchanged. It was noted there was ¿slight blood flash¿ with needle placement. No additional comments regarding the refill were provided. A refill procedure note was also provided from (B)(6) 2014. The dose remained unchanged at that visit as well. The aspirated volume was 3.5ml and the expected had been 2.8ml. No issues were noted within the notes provided. Upon an additional attempt to obtain additional event details, the managing hcp office couldn¿t provide any further details as the patient was out of town when she expired. The pump was not explanted. The hcp¿s office had no idea who treated the patient as no records followed the patient since she expired. No further information was provided. The device system was used to deliver baclofen.